Manufacturer narrative:
The investigation found a clog in the vacuum nozzle in the rinse mechanism. The field service representative removed the debris from the clogged nozzle and adjusted the rinse levels to optimal levels. He also performed cell blank measurements, ran precision tests, and quality controls on all assays, which appeared to solve the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable chol2 cholesterol gen.2, crej2 creatinine jaffé gen.2, and ise indirect na+ and ci for gen.2 results for 2 patient samples on a cobas 6000 c 501 module. Results for patient 1: the initial cholesterol result was 82 mg/dl. The repeated result was 196 mg/dl. The initial creatinine result was 0.22 mg/dl the repeated result was 1.15 mg/dl results for patient 2: the initial chloride result was 108.8 mmol/l. The repeated result was 94.8 mmol/l. The initial sodium result was 143 mmol/l. The repeated result was 129 mmol/l. The customer did not know which result was believed to be correct. These results were not reported outside of the laboratory. The customer inspected the analyzer and found liquid on top of the reaction disk cover. The cholesterol reagent lot number and expiration date are: 434710 expiration: 30-jun-2020. The creatinine reagent lot number and expiration date are: 422868 expiration: 31-may-2021. The chloride electrode lot number and expiration date are: n62 expiration: 16-sep-2020. The sodium electrode lot number and expiration date are: z08 expiration: 30-dec-2020.